Event description:
This lead was implanted on (B)(6) 2006 and explanted (B)(6) 2011 due to an infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).